Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe consistent drops exiting the tubing during fill tubing. Customer¿s blood glucose was 88 mg/dl. Tandem¿s technical support explained to the customer that there may have been air bubbles/gaps in the tubing. Customer acknowledged that there probably were air bubbles/gaps in the tubing. Reportedly, the tubing was primed to remove the air.